Manufacturer narrative:
The customer reported that the brand new tubing broke after a few hours of use. Received was a used separated set model 2426-0500 with package lot 20023145. The separation was at the engagement between the male luer p/n 600117 and tubing p/n tc10012940 components. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. No other issue was observed. Visual inspection under magnification of the separated tubing end observed insufficient solvent. When aligning the separated tubing end's depth with the tubing adapter, a gap was observed indicating that the tubing was not fully inserted. Dimensional analysis of the tubing's outer diameter observed it was within specification of 0.145 ± 0.003 inches. Equipment used (inspection and measurement performed on 15sep2020): ram optical instrumentation/eq08204/calibration due date 05feb2021. The device history record for set model 2426-0500 lot 20023145 shows the set was manufactured on 13feb2020 with a total of (B)(4) built. There were no related quality notifications issued during the production build of this set. The customer's report that the tubing broke was confirmed based on visual inspection of the as-received set sample. The separation was at the engagement between the male luer and tubing components. Further visual inspection of the separated tubing end identified the root cause as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Dimensional measurement also confirmed the tubing to be within specification. The bd nogales manufacturing facility is aware of lack of adhesive on critical joints and has initiated corrective actions (CAPA 1027651) to address potential root causes. This issue will continue to be monitored for an increase in frequency. H3 other text : see h10.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: I have another set of tubing that spontaneously broke. It was brand new and had only been used for a couple hours can you verify that the product number is 2426-0500? -yes. What was the lot number of the bd alaris¿ pump module administration sets? -(10)20023145. Was there an adverse event that occurred at the time of reported defect? -no. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? -tubing was being reconnected and had been recently primed with saline prior to the event.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: I have another set of tubing that spontaneously broke. It was brand new and had only been used for a couple hours. Can you verify that the product number is 2426-0500? Yes. What was the lot number of the bd alaris¿ pump module administration sets? (10)20023145. Was there an adverse event that occurred at the time of reported defect? No. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Tubing was being reconnected and had been recently primed with saline prior to the event.